Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. In addition, it was reported that the touch screen was difficult to see. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy and an alternate pump as back-up insulin therapy.